Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d314vrm ICD, implanted: (B)(6) 2013. 6947m55 lead, implanted: (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm and a ventricular assist device (vad) stop alarm. The controller fault was due to a depleting internal battery. The patient experienced lightheaded and dizziness. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation. Log file analysis revealed that multiple event exceptions were logged on (B)(6) 2020 between 13:13:22 and 13:15:24 and a controller fault alarm was logged at 13:16:25 due to a fault in the internal battery. Additionally, a vad stopped alarm was recorded at 13:17:05 due to open phases on both stators of the pump; multiple reactivation events were also logged due to open phases. Several vad disconnect alarms were then logged starting at 13:20:49, indicating physical disconnections of the driveline from the controller, likely during troubleshooting and/or the controller exchange described in the event details. As a result, the reported controller fault alarm and vad stopped alarm events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Based on risk documentation and the available information, a possible root cause of the vad stopped alarm event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.